Manufacturer narrative:
The date the arrhythmia started is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was elevated on the transplant list secondary to ventricular tachycardia (vt). The patient exhibited symptoms of dizziness, chest pain, and shortness of breath. Vt persisted despite multiple shocks and medication. The patient received a heart transplant and passed away due to graft dysfunction and organ failure a couple of days after the transplant. Neither the patient's death nor the arrhythmia was thought to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable, as well as the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff and an additional piece of outflow graft lumen were returned separate from (B)(6). Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to any flow or functional issues. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was admitted on (B)(6) 2023 due to vt and was elevated on the transplant list during that admission.